Manufacturer narrative:
Clinical evaluation performed on 22 december 2017 by medical affairs department: approximately 6 years after primary cementless tha the femoral stem is found loose and replaced. The one image supplied shows significant signs of stress shielding and distal load transfer. There are no previous images that may help reconstructing the development of this situation. The sizing of the stem to the femoral bone cannot be evaluated having only the pre-revision xray in one projection. The root cause of this adverse event cannot be determined. Preliminary investigation performed by r&d project manager on 16 january 2018: the revised stem appeared without any particular sign; ha coating seems to be totally absorbed and blood coats some areas of the surface. From the received image it is not possible to determine the root cause of the event. Batch review performed on 18 january 2018: lot 112644: (B)(4) items manufactured and released on 26 sept 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery was necessary 5 years anf 10 months after primary due to stem loosening.